Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error (se) 2240/2367, this situation occurred during dwell 3 of 6. The caregiver (cg) stated the heater bag connection was loose on the heater line. The technical service representative (tsr) instructed the cg to cycle the power to end therapy and advised the cg to start over with new supplies or finish with manuals. The tsr advised the cg to contact the rn about possible exposure to unsterile air. The home patient (hp) would finish with manuals and call the rn. There was patient involvement. No patient injury or medical intervention was reported. Product surveillance (ps) spoke with the peritoneal dialysis nurse (pdn) on (B)(6) 2012 regarding the system error 2240 and the home patient (hp) that had a loose connection at the heater bag. Per the pdn, the hp did follow up with her. The pdn stated the hp did not have the connection tight enough during set up. The pdn stated the hp was doing fine with therapy on the cycler. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was loose connection. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.